Event description:
A malfunction alarm 20 was reported on the pump, which occurred during pumping. Blood glucose level did not exceed 500 mg/dl and was within a normal range. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. A replacement pump was arranged, and instructions were provided to put the pump into storage mode and return it using a pre-paid label within ten days.